Event description:
It was reported that stent migration occurred. The target lesion was located in the ostial diagonal lesion. A 2.50 x 8 synergy drug-eluting stent was placed but missed the ostium so a second 2.50 x 8 synergy drug-eluting stent was placed more proximal to cover the ostial lesion. An emerge balloon catheter was then advanced in the left anterior descending artery (lad) and performed a crush to the ostium of the diagonal stent. Another stent was then placed in the lad covering the ostium. Video showed the second ostial stent in place after the lad stent was deployed. There was no further intervention but when angiography was taken, it was noted that the ostial diagonal stent had randomly moved distally, into the first stent. The procedure was stopped. There was no harm to the patient.

Event description:
It was reported that stent migration occurred. The target lesion was located in the ostial diagonal lesion. A 2.50 x 8 synergy drug-eluting stent was placed but missed the ostium so a second 2.50 x 8 synergy drug-eluting stent was placed more proximal to cover the ostial lesion. An emerge balloon catheter was advanced in the left anterior descending artery (lad) and performed a crush to the ostium of the diagonal stent. Another stent was then placed in the lad covering the ostium. Video showed the second ostial stent in place after the lad stent was deployed. There was no further intervention but when angiography was taken, it was noted that the ostial diagonal stent had randomly moved distally, into the first stent. The procedure was stopped. There was no harm to the patient.

Manufacturer narrative:
Media reviewed by boston scientific medical personnel: procedural angiographic media was provided to assist in the investigation and was reviewed by boston scientific medical personnel. The media made available for review is not consistent with the reported event. The media revealed that the left anterior descending artery (lad) and diagonal (dg) bifurcation was stented using crush technique. Geographic miss of dg ostium. A guide catheter became disengaged at some time after the lad stent was deployed. Case concluded with evidence of longitudinal stent deformation involving the dg stent. There was no evidence of stent migration. The provided images are not consistent with the event of stent migration. The images are consistent with longitudinal stent deformation. Loss of guide catheter access and resulting interaction with ancillary equipment while re-accessing the vessel may have contributed to the stent deformation.